Manufacturer narrative:
The field service engineer (fse) discovered the cleaning solution leaked from a hole in pinch valve, pv37, tubing. The fse replaced the tubing and resolved the fluid leak issue. The fse verified system startup, latron control, reproducibility, and controls. No further leaks were observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately three milliliters of clenz cleaning solution leaked from underneath the instrument and onto the countertop involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control plan in place. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.